Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no delivery alarm on her insulin pump. Her blood glucose was 487mg/dl at the time of reporting. Troubleshooting was performed on her insulin pump to ensure it was working properly. No equipment was returned. No additional information was reported.